Event description:
The customer reported obtaining an erroneously high platelet (plt) result for one (1) patient sample from the unicel dxh 800 coulter cellular analysis system. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the sample on an alternate dxh 800 analyzer and obtained a lower plt result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that two of the three apertures were partially blocked, generating the high plt results. The fse cleaned the apertures to remove the partial blockage. Beckman coulter reviewed the provided partial screen shot of results which indicates an average plt value of 345 was obtained with no instrument-generated flags. The good aperture (aperture 1) generated a plt result of 288, aperture 2 which was partially blocked generated a plt result of 356, and aperture 3 which was also partially blocked generated a plt result of 334. The lower plt result which was generated by the good aperture was discarded as a vote out. The instrument averaged the two high plt results from the two partially blocked apertures and reported the mean plt result of 345. Patient printouts and raw data files were requested but were not provided for further evaluation. Results: aperture.